Event description:
A report was received that the patient was unable to connect her ipg. The patient had undergone a procedure where diathermy was used. It was determined by the physician that the ipg was most likely damaged by the diathermy. The physician elected to replace the ipg and the patient was doing well post operatively.

Manufacturer narrative:
It was reported that the patient underwent a procedure where diathermy was used a few weeks ago. Following the operation she was unable to connect to the device. The complaint was not verified. Upon receiving the device was not responsive but it regained its functionality after being charged fully. The battery depletion rate and sleep current were within the expected ranges when the device was turned off. The device passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was unable to connect her ipg. The patient had undergone a procedure where diathermy was used. It was determined by the physician that the ipg was most likely damaged by the diathermy. The physician elected to replace the ipg and the patient was doing well post operatively.